Event description:
It was reported that md attempted to remove the catheter from pt during a laminectomy. Resistance was met. Md pulled on the catheter and it broke off at the skin leaving approx 8" of the distal end of the catheter inside the pt. Pt returned to or and the retained portion of catheter was surgically removed. No add'l pt complications are adverse sequelae were reported.